Event description:
A power source alert 07 was reported by the caller. The customer declined to report if their blood glucose level exceeded 500 mg/dl, so there was no information regarding an adverse impact. The customer resolved the issue by plugging the tandem charging cable into a wall adapter, which allowed the pump to begin charging. No further assistance was required.